Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4cm diameter abdominal aortic aneurysm. The proximal neck is 25mm in diameter with an infra-renal angle of 60 degree. Two additional endurant stent grafts were implanted on (B)(6) 2016 as part of an intervention. It was reported that a CT with contrast was performed and showed the aneurysm was 62mm in diameter and there was evidence of endotension. The investigator did not assess the event relationship to the device and procedure. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that an endurant aortic cuff and another manufacturer's left extension were implanted as part of an intervention. The patient is being monitored by the physician through regular follow up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: catalog # (B)(4), serial # (B)(4), use by date: (B)(4) 2011, manufactured date: (B)(4) 2009, and upn# (B)(4). Catalog # (B)(4), serial # (B)(4), use by date: (B)(4) 2012, manufactured date: (B)(4) 2010, and upn# (B)(4). Catalog # (B)(4). , serial # (B)(4). , use by date: (B)(4) 2011, manufactured date: (B)(4) 2010, and upn# (B)(4). Catalog # (B)(4) , serial # unknown, use by date: unknown , manufactured date: unknown, and upn# unknown. Catalog # unknown, serial # unknown, use by date: unknown, manufactured date: unknown, and upn# unknown. If information is provided in the future, a supplemental report will be issued.